Manufacturer narrative:
A ge service representative performed an on site investigation. The field was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a physicist discrepancy of the field size was too large and poor image quality. No pt injury was reported.